Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels while using the pump and when insulin injections were used for insulin therapy, the bg return to the target level. The customer had used different infusion sets, insulin and cartridges and the bg level remained high. It was thought that the pump was the cause of the high bg.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and the most likely cause of the reported high blood glucose was from cartridge alarm 19s (previously reported in MFR 3007981285-2017-27880) received within the same time period.